Event description:
It was reported that the web embolization device was used to treat a patient with an ica ruptured aneurysm. Reportedly, the device was placed in the aneurysm but failed to detach when attempted using three different detachment controllers. The device was removed from the patient and coils were used to complete the procedure. There was no report of harm or injury to the patient.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The investigation is pending completion. Upon completion of the investigation, a supplemental MDR report will be submitted.

Manufacturer narrative:
Additional information: d10 (date device returned), h6 and h11 (device evaluation). Investigation conclusion: the investigation found the web device returned stuck within the microcatheter with the pusher broken at the proximal section. As the pusher was returned broken, this investigation could not perform electrical continuity or resistance testing to determine if a condition existed that would have caused or contributed to the reported non-detachment and therefore, this complaint is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken pusher, but the damage is consistent with the device experiencing forces exceeding its tensile strength. The returned microcatheter was found snaked at the proximal end, which is consistent with high retraction force being applied to the web system inside the lumen; however, this condition would not have contributed to the reported detachment issue. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, postembolization syndrome, and neurological deficits including stroke and death.